Event description:
An initial MDR regarding this case was filed 21-oct-2024 (report number: 3016798778-2024-00057). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote utrm0014014 (paired with pump utpm0015852) show that this pump was last used by the user 10 days before the date of the complaint. Deliveries were performed in the weeks leading up to the date of the complaint, during which a depletes soon attention alarm was generated at 70 hours into each delivery, after which the cassette was detached. These attention alarms were generated as expected at the performed delivery rates and no abnormal behavior was observed during the deliveries. Logs from the same remote utrm0014014 (when paired with pump utpm0017855) show that deliveries were performed 7 and 4 days before the date of the complaint, during which a depletes soon attention alarm was generated at 70 hours into delivery, after which the cassette was detached. These attention alarms were generated as expected at the performed delivery rates and no abnormal behavior was observed during the deliveries. Additionally, a delivery was performed 1 day before the date of the complaint. This delivery was stopped, and the cassette was removed at approximately 6.5 hours into delivery. Transient occlusion-like behavior was observed several times throughout this delivery. The log behavior and complaint information suggest that the user misunderstood the depletes soon attention alarms generated on pump utpm0017855 within the timeframe of the complaint. The user consistently removes the cassette after a depletes soon attention alarm is generated. This matches the complaint information suggesting that their cassettes were depleting earlier than 72 hours. However, this cannot be confirmed. The complaint text also suggests that the cassettes were over-primed during the start of deliveries. However, this could not be replicated during the investigation and no cassettes were returned so this cannot be confirmed. No system issues were found, and no further investigation is possible. Systems functioned within specification as they alarmed accurately and exhibited no unexpected behavior.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6)2024 and forwarded to millyard advanced medical products, llc on (B)(6) 2024. The patient reported that all of her medication was infused while she was priming. The patient was experiencing shortness of breath and was directed to go to the ER. The remunity pump for remodulin® user guide (dkpi-09223-001, rev 1.0) includes on page 72 the following warning: "do not attach the infusion set tubing to your inserted catheter until after you have prepared the new cassette and connected it to the pump. Connecting the infusion set tubing to the catheter before connecting the cassette to the pump may lead to unintended delivery." The description of the event from the patient indicates that their infusion set was attached to their catheter while priming, in contradiction of the aforementioned warning. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or device malfunction, this issue is being reported out of an abundance of caution.